Manufacturer narrative:
The insulin pump was received with bleeding lcd glass, cracked reservoir tube lip, minor scratched display window, cracked battery tube threads, cracked reservoir tube window, cracked case at reservoir tube window corner and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating physical damage in the form of cracks on their insulin pump. The patient's blood glucose level was 8.4 mmol/l at the time of the call. The customer states that there was an ink blotch on the screen of the device that made it difficult to view the screen of the insulin pump. The customer did not return the product back for analysis.